Event description:
A malfunction was reported on the pump after the customer shut it down. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, but the malfunction code recurred. Subsequently, technical support arranged for a replacement pump to be sent, confirmed the shipping address, and instructed the customer on necessary actions, including returning the problematic pump and programming settings into the new pump. The caller was advised to connect their continuous glucose monitor to the replacement pump and understood all the provided instructions. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.